Manufacturer narrative:
Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room(ER) and was subsequently hospitalized due to a blood glucose level of approximately 371 mg/dl to displayed as "high" on cgm. The customer attempted to self treat elevated bg by administering a manual insulin injection and supply change. Upon hospital/ER admission, the customer was treated with intravenous fluids of saline and insulin. System check with tandem technical support confirmed that the pump was functioning as intended. However, reportedly the customer is using off label insulin (ademelog). Tandem technical support educated the contact that the pump is indicated for use with novolog or humalog insulin. Customer acknowledged. Reportedly, the customer was released the same day with no permanent damage.